Manufacturer narrative:
(B)(4).

Event description:
High impedances (.4000 ohms) were reported on all bipolar pairs. Impedances at 1.0v and pw of 210 were as follows: c-1=1112, c-1=1087, c-2=1122, c-3=1087 with all bipolar pairs >4000. Impedances were checked previously in november 2010 at 1.0v and pw of 210 and were as follows: 0-1=>4000, 0-2=>4000, 0-3=>4000, 1-2=>4000. At that time 1-3 and 2-3 were normal. It was also reported that the patient experienced a lack of therapeutic effect when stimulation was turned on. The patient was unable to feel stimulation. The device was off when the patient arrived at her physician's office. The patient had adjusted her stimulation several months prior, and the health care provider thought the patient may have accidentally turned the device off. The patient had been having a loss of therapeutic effect for the past year. The battery voltage appeared to be okay with a longevity of 28 to 47.6 months.